Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, hence, reproducibility could not be confirmed. Therefore, a probable cause could not be identified. However, the issue was resolved at the customer facility by plugging the unit again. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that they plugged the camera in again to verify the issue and the camera worked, issue resolved. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had an image problem, the picture was not clear when the device was connected during preparation for use. The intended procedure was completed with another similar device. There was no patient involved.